Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. Inspection of the equipment noted the bag/vent switch was not operating expected. The switch was adjusted, resolving the reported complaint.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. There was no reported patient injury.